Event description:
It was reported an elective removal indicator message had appeared. Electrode impedances were checked and were found to be out of range (>4000 ohms). Therapy impedance measurements were good (464 ohms). The eri message was considered to be normal end of life. The pt outcome was unknown at the time of the report.

Manufacturer narrative:
(B) (4).